Event description:
Device malfunction: resistance and carving during the thumb advancer step. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of common femoral artery after an interventional procedure. Reportedly, resistance was encountered during the thumb advancement step (sheath splitting) and the finish arrows could not be aligned. The safety release button was activated and the device was removed. Manual compression was applied but without adequate results. The artery was surgically sutured to achieve hemostasis. It appeared to the physician that carving of the distal flex guide shaft occurred. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.